Event description:
It was reported after the hyperform balloon catheter was inflated, it was not possible to deflate the balloon as the guidewire could not be withdrawn from the catheter. The physician applied force to remove the guidewire in order to deflate the balloon. The catheter was removed from the patient. The hyperform balloon was tested prior to use and was reported to have inflated/deflated properly. No patient injury reported.

Manufacturer narrative:
A precaution in the IFU states, "do not withdraw the guidwire to deflate the balloon. Instead pull negative on the syringe to deflate." The device has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.